Event description:
It was reported this dialysis catheter was successfully placed for hemodialysis treatment and accessed regularly. In 2001 during dialysis, bleeding was noted from the catheter. The next day the pt experienced bleeding from the catheter and returned to the hospital where a fracture was noted in the catheter. The pt subsequently expired. This device was destroyed by the user facility. Therefore, no failure analysis will be available. A lot search was performed and revealed no other complaints to date on this lot number. Additionally, a review of the device history report indicated this device met its specifications. Since this device was in place for approximately eighteen months and difficulty was evident prior to the incident, co believes user technique during accessing and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event. The co's directions for use outline appropriate placement, access and maintenance procedures.